Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("continuous uterine bleeding") and chronic myeloid leukaemia ("chronic myeloid leukemia") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and chronic myeloid leukaemia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage and chronic myeloid leukaemia outcome was unknown. The reporter provided no causality assessment for chronic myeloid leukaemia and uterine haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-nov-2017 for the following meddra preferred terms: uterine haemorrhage. The analysis in the global safety database revealed 64 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.